Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a35 alarm. The currents are within specifications and passed rewind, basic occlusion, prime and displacement test. The insulin pump had minor scratched lcd window, cracked near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with motor error followed by a motion sensor test failure. The patient's blood glucose at the time of incident was 213 mg/dl. Troubleshooting was initiated but the displacement test could not be performed due to the motion sensor test failure alarm causing the insulin pump to reboot and rewind. When the displacement test was performed the device failed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.